Event description:
It was reported that during a laparoscopic hand assisted low anterior resection procedure, the force to fire was unusually high. A resident who had fired the same device many times before tried two times, but could not get the stapler to fire. The doctor had to come around and complete the firing with considerable force. The device was removed, donuts inspected, and anastomosis checked for leaks. Case was completed with the initial device. The donuts looked good and the leak test appeared negative. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.